Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Needle tip deformation & pull off suture needle. This case is from health authority. It¿s reported that during continuous suturing, when the needle penetrates the tissue more than twice, the needle tip is prone to bending and the problem of pulling off suture needle happened, resulting in the inability to continue using the needle and the risk of needle tip breakage and remaining in the body. At the same time, the loose connection between the needle and suture may cause the problem of pulling off suture needle happened, forcing the suture to be interrupted. The suture needs to be replaced to complete subsequent suturing, which may cause loss of tension, poor alignment or secondary damage, increase surgical time, and pose risks of postoperative bleeding, leakage and poor healing. Immediately hand over the problematic sewing needles to the medical department, and transfer the batch of problematic needles to the medical department for replacement. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? Was surgery prolonged? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq)--received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.